Event description:
It was reported that the radio frequency programmer head was not working. It was returned and also noted that it did not need to be replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found no telemetry due to the cable being out of electrical specification. It was also noted that the label was missing its coating.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.